Manufacturer narrative:
Initial and final MDR (B)(4)- device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets cannula crimped events on (B)(6) 2024. The event occurred three or more hours after insertion. The insertion site was thigh and upper belly. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-36851. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot 6006748 have already been previously tested in the pr (B)(4) on 25/feb/2025. The reference samples were tested. All test results were within specifications as per the test report database pr (B)(4) complaint test report. And additional tests for the reference samples were documented for the malfunction soft cannula found crimped upon removal from infusion site, visually inspected under section 6.46 and the flow test under section 6.1. All test results were found within specifications. Device history record (DHR) review: the packing lot 6006748 was manufactured according to the work instruction (wi) version 112 manufactured in the line inset 6, on 24/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 28/feb/2025 against malfunction code and lot 6006748 and no other complaints have been registered in database for the same lot 6006748 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.